Event description:
Related manufacturer report number 2017865-2024-03609. It was reported that the patient experienced syncope and arrhythmia suspected to be due to pacing inhibition. Noise resulting in oversensing was noted on the right atrial (ra) lead and the right ventricular (rv) lead. The physician suspected lead damage, however, no anomalies were observed either visually or via diagnostic imaging. The ra lead and the rv lead were explanted and replaced to resolve the event. The patient was ins table condition.

Manufacturer narrative:
The reported events of noise and lead damage were confirmed. As received, a complete lead was returned in one piece. Visual examination found one external insulation abrasion breaching the outer insulation and exposing the outer coil consistent with friction to the device can. The cause of the reported event was isolated to the exposed outer coil at the abrasion zone. Electrical testing did not find any indication of conductor fractures or internal shorts. No other anomalies were noted with the exception of procedural damage.